Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown. Troubleshooting was performed for motor error alarm. Customer was able to clear the alarm but, unable to complete insulin pump rewind. Customer stated that drive support cap was normal. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.